Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified arteriovenous stenosis. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. During the procedure, on the first inflation at 8 atmospheres for less than 1 second, the balloon burst. The device was replaced with another of the same model to complete the procedure. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified arteriovenous stenosis. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. During the procedure, on the first inflation at 8 atmospheres for less than 1 second, the balloon burst. The device was replaced with another of the same model to complete the procedure. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. Device evaluated by MFR.: the balloon was returned for analysis. A visual and tactile examination was performed on the balloon, markerbands, tip, blades, and shaft. The balloon was not folded which indicated that the device was subjected to positive pressure. A balloon pinhole was identified located approximately 9mm proximal of the distal markerband. The blades were present and fully bonded to the balloon surface. There were no damages to the tip or blades. No kinks or damages were found on the shaft of the device.